Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had issues like air bubble and it was leaking. Customer¿s blood glucose level was 177 mg/dl. Customer had multiple reservoir with different lot numbers. Customer did not mentioned the exact size of the air bubble. Customer had contacted to trainer about reservoir issue. The reservoir will not be returned for analysis.